Manufacturer narrative:
Follow-up #1 date of submission 12/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box data indicated a drastic voltage fluctuation associated with a cs 128 replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be intact; no damage or cracks were observed. No evidence of moisture corrosion was observed inside the battery compartment. The pump sleep current draws were found to be within specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a battery life issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.